Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant passage through the tricuspid valve and positioning in the right ventricle were difficult due to the small cardiac anatomy, resulting in prolonged procedure time. Capture could not be achieved at high outputs in multiple attempts. In the course of delivery system manipulation, the delivery system was unable to maintain its normal shape and exhibited heat deformation, making it difficult to hold the delivery system at the intended implantation site. Sufficient pressure could not be transmitted because the catheter was bent partway along its course. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.